Event description:
Customer alleged the chair split in half during use. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a (B)(6) male whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the 9780 shower chair allegedly split in half during use. The consumer was allegedly not injured. The product will not be returned to invacare for and inspection as it has been destroyed.